Event description:
The event is reported as: pin hole was found on package. Found on incoming inspection. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A follow-up investigation report will be sent when completed.